Event description:
Philips received a complaint on the v60 ventilator indicating that the unit entered standby mode while in clinical use. The ventilator was exchanged for a standby unit with no issue to continue patient therapy; there was no patient harm reported. The philips remote service engineer (rse) reported there were no check vent or vent inop errors in the event log. Based on the information available and the testing conducted, biomed was unable to replicate the reported problem. The reported problem was not confirmed. The rse discussed sources of possible causes of standby operations. The customer was advised to complete a successful performance verification test and verify touchscreen operations via the touchscreen diagnostics page before placing the unit back into patient service. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.